Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated twice and ruptured on the second inflation at 10 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt artery. After a non bsc introducer sheath and non bsc guidewire crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion but ruptured. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).